Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, g3, g6, h1, h2, h3, h6, h10. Product was not returned for investigation, but pictures were provided. The event can be confirmed as one of the pictures shows a fracture plate. A review of the device manufacturing records confirmed no abnormalities or deviations. Device is used for treatment. Two x-rays showing the left femur were provided and reviewed by a radiologist: an x-ray taken before implantation of the ncb plate; an undated x-ray allegedly taken before revision surgery for the fractured plate. There is a fracture of the metallic side plate located at the level of the proximal diaphysis. Additionally noted is a cortical break in the lateral cortex of the proximal femoral diaphysis. Overall fit and alignment of the plans as well as bone quality appears normal. No periprosthetic lucencies. No anatomical concerns that may have led to fracture of plate. With the available information a definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
It was reported that the patient underwent a revision on the left proximal femur due to implant fracture approximately four months post-op. Due diligence is in progress for this complaint; to date, no additional information or product has been received.

Manufacturer narrative:
(B)(4). G2 ¿ foreign ¿ egypt. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.